Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 02/13/2024, it was reported that the patient was nauseated and diaphoretic. The cgm was reading 166 mg/dl and it was not specified nor clarified whether the blood glucose reading was checked. The patient called an ambulance. The bg by ems was 217 mg/dl and the egv at that moment was not specified nor clarified. The patient was transported to the ed and treated with IV fluid and novolog insulin, recovered after treatment, and was discharged after 7 hours. At the time of the report 2 days later, the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.